Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the tip for dynamic hip/dynamic condylar screw (dhs/dcs) impactor broke. Surgery was completed using another tip for dhs/dcs impactor. This report is for one (1) tip for dhs/dcs impactor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 338.260, lot 9415873: release to warehouse date: april 29, 2015. Manufacturing site: hägendorf. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the ins f/dhs/dcs impactor is strongly damaged on top of the instrument and broken into two pieces without fragments. The material review indicated the correct material was used. The received condition of the instrument is concordant with the complaint description and the complaint condition is confirmed. This lot of pieces was manufactured in april 2015 according to the specification. Based on that and the condition of the part a product related issue can be excluded. The tip section of the returned item is strongly damages and shows a lot of wear marks. Due to these received condition we have to suppose that the instrument could not resist the force which was applied onto the part. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.